Manufacturer narrative:
.

Manufacturer narrative:
New information received indicates that the noise issue was device related, not lead related.

Event description:
It was reported that episodes of noise were noted when the patient presented in clinic for a routine follow-up. The noise was reproducible in-clinic. During lead revision the subclavian vein was occluded so the lead was left in situ. The patient was in good condition post-procedure.